Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to touch while charging. The customer reported a temperature alarm did not occur. The customer's blood glucose was 110 mg/dl. Customer would continue to use the pump for insulin therapy.